Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, including disconnecting tubing and delivering boluses; however, the occlusion alarm recurred. The customer to replace supplies as needed and resume insulin therapy.